Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. 1 echo-hd-3-20-c was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the device returned in a plastic bag with broken part of the needle in a container. The stylet was partially out upon return. The broken part of the needle measure approximately 21mm (2.1cm). There was no part of the needle missing as the stylet was inserted as far as the break, the part not inserted corresponds to the broken part of the needle measurement. As per information provided; user error. The customer complaint has been deemed to be user error as per information supplied by the user. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. No adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned for evaluation. During an endo-scan, the needle doesn't appear as usual on the screen. It seems that the needle is bent and the bevel is very damaged. Customer used another needle to finish the intervention. During the cleaning process with the brush, the sterilisation agent found a 3 cm piece of the needle which remained in the endoscope "as per complaint form": at the second passage the needle sheath was bent and it was not possible to exit the needle from the sheath. Then they realised the needle tip was broken. The following additional information was also provided: "I have finally been able to see dr rousseau and he confirmed me that the incident was due to a mishandling from his side he told me that he forgot to remain the stylet in place while punctioning, and confirmed me that he used anomaly his elevator on the needle so he bent it ... The echoendoscope was not damaged and all was ok. I have then reviewed again with him how to use the 20 procore needle for the future."

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint has been deemed to be user error as per information supplied by the user. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. No adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During an endo-scan, the needle doesn't appear as usual on the screen. It seems that the needle is bent and the bevel is very damaged. Customer used another needle to finish the intervention. During the cleaning process with the brush, the sterilisation agent found a 3 cm piece of the needle which remained in the endoscope "as per complaint form": at the second passage the needle sheath was bent and it was not possible to exit the needle from the sheath. Then they realised the needle tip was broken. The following additional information was also provided: "I have finally been able to see dr (B)(6) and he confirmed me that the incident was due to a mishandling from his side he told me that he forgot to remain the stylet in place while punctioning, and confirmed me that he used anomaly his elevator on the needle so he bent it ... The echoendoscope was not damaged and all was ok. I have then reviewed again with him how to use the 20 procore needle for the future."